Manufacturer narrative:
H3, h6: it was reported that, after a tha had been performed on (B)(6) 2018, the patient experienced a peri-prosthetic fracture and dislocation. A revision surgery was performed on (B)(6) 2018. The polarstem collar std. Ti/ha 01 (75018399) intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted, and the reported failure mode could not independently be confirmed. The batch number of this device was not communicated and a review of the batch record could not be conducted. A complaint history review was performed. The IFU (lit. No. 12.23 ed 05/16) lists the reported issue as a known possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the limited information provided, a thorough medical assessment could not be performed. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Additional information: d4 (lot number & expiration date), h4 (manufacturing date). H3, h4: according to data obtained from the national joint registry from the united kingdom, after a right total hip replacement had been performed on (B)(6) 2018 to address a previous hip surgery-non trauma related, the patient experienced a peri-prosthetic fracture and dislocation. A revision surgery was performed on (B)(6) 2018 where the femoral stem and the modular head were explanted and replaced with similar smith and nephew devices. The polarstem collar std. Ti/ha 01 (75018399) used in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted. The production documentation was reviewed, no deviations from the standard manufacturing procedure were found. The complaint history review for the complaint device revealed no additional complaints for the affected batch nor additional complaints for the same product number. A review of past corrective actions was performed. No further escalation is required. A review of the device labeling revealed that the current instructions for use (lit. No. 12.23, ed. 03/21) states "hip fracture" and "joint dislocation" of the component as ¿potential adverse device effect¿ in combination with the implantation of a hip prosthesis. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Based on the limited information provided, a thorough medical assessment could not be performed. The probable root cause of the event is a known inherent risk of the device, documented in the labeling and all reasonable mitigation steps have been taken. There is no evidence that the reported devices failed to meet manufacturing specifications upon release for distribution. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received. Corrected data: b5 (narrative updated).

Event description:
It was reported that after a right thr had been performed on (B)(6) 2018 to address a previous hip surgery-non trauma related, the patient experienced a peri-prosthetic fracture and dislocation. A revision surgery was performed on (B)(6) 2018 where the femoral stem and the modular head were explanted and replaced with similar smith and nephew devices. This information was provided by the national joint registry of the united kingdom, as part of a retrospective data collection of patients who underwent a primary thr surgery with a hip prosthesis construct that included a polarstem stem with an r3 acetabular cup and that required a revision surgery due to specific reasons. As such, no further information will be available.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after a tha had been performed on (B)(6) 2018, the patient experienced a peri-prosthetic fracture and dislocation. A revision surgery was performed on (B)(6) 2018 where polarstem collar std. Ti/ha 01 and cocr 12/14 fem head 32 + 0 were explanted. Patient current health status in unknown. This information was provided by the national joint registry for england, wales, northern ireland and the isle of man supplier feedback; therefore, further information is not available.